Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited gradual high impedance rise to plateau, tip-to-ring high thresholds and occasional undersensing was noted visually in clinic. It was suspected that mineralization was the cause of the issue. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the right ventricular pacing lead was rising, the pacing capture threshold in the right ventricle was rising and there was right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.